Event description:
August of 1999, fractured ankle and required surgical intervention. A product was used during the procedure to stabilize the area. In 01/2001 pt was readmitted to have the plate and other items removed due to the plate being fractured through one of the screw holes. Items were removed and sent to risk management to be placed in the safe.